Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had two arctic sun devices sent from floor that were not working. One had note about flow rate and 02 alert. Biomed hooked up to one pad and it's alerting about patient input. Other device had note about filters needing to be changed. K5 advised first device should be connected to calibration test unit and run calibration test for codes. Biomed utilized the service manual. 2nd device accessed event log and confirmed alert 113 (reduced water temperature control). Walked through placing device in monitor control @40c, outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 30c, chiller temperature (t4) was 6.3c, water flow rate was 1.7 l/m, inlet pressure was -7psi, circulation pump commend was 56%, mixing pump commend was 0, heater 100% , water reservoir level was 5, system hours was 4139.4, pump hours was 3930.1. Walked through draining 16 ounces of water from device. Called back 20 minutes later and water temperature was at 40c. Biomed changed monitor control to 10c. 10 minutes later water temperature only 38.6c, system diagnostics showed outlet monitor temperature (t1) was 38.6c, outlet control temperature (t2) was 38.6c, inlet temperature (t3) was 38.7c, chiller temperature (t4) was 3.7c, water flow rate was 1.7 l/m, inlet pressure was -7 psi, circulation pump commend was 55%, mixing pump commend was 100%. Advised mixing pump appeared to be the issue. Would not advise sending device out to the floor for use. Call back on tuesday and our engineers could walk through repair options.

Event description:
It was reported that the biomed had two arctic sun devices sent from floor that were not working. One had note about flow rate and 02 alert. Biomed hooked up to one pad and it's alerting about patient input. Other device had note about filters needing to be changed. K5 advised first device (sn dyaty031) should be connected to calibration test unit and run calibration test for codes. Biomed utilized the service manual. 2nd device accessed event log and confirmed alert 113 (reduced water temperature control) (sn dyaty028). Walked through placing device in manual control 40c, outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 30c, chiller temperature (t4) was 6.3c, water flow rate was 1.7 l/m, inlet pressure was -7psi, circulation pump commend was 56%, mixing pump commend was 0, heater 100% , water reservoir level was 5, system hours was 4139.4, pump hours was 3930.1. Walked through draining 16 ounces of water from device. Called back 20 minutes later and water temperature was at 40c. Biomed changed monitor control to 10c. 10 minutes later water temperature only 38.6c, system diagnostics showed outlet monitor temperature (t1) was 38.6c, outlet control temperature (t2) was 38.6c, inlet temperature (t3) was 38.7c, chiller temperature (t4) was 3.7c, water flow rate was 1.7 l/m, inlet pressure was -7 psi, circulation pump commend was 55%, mixing pump commend was 100%. Advised mixing pump appeared to be the issue. Would not advise sending device out to the floor for use. Call back on tuesday and our engineers could walk through repair options.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.